Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button became stuck down and triggered a button alarm while the customer was attempting to delivered a bolus. Reportedly, the customer was able to resume insulin, but the button continues to stick down when pressed. Customer's blood glucose level was not impacted. It was indicated that the customer will continue to use the pump for continued insulin therapy.